Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory, product ID: pa9000, lot#serial#: unknown, product type: multiple therapy, product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was intractable spasticity. The patient reported that for a couple of months now and confirmed around the ¿end of on (B)(6) 2022¿ when they try to connect to the pump there is a lag at 91% and sometimes it takes a few minutes and sometimes, he has to move the communicator to get it to connect. On (B)(6) 2023 patltr (con) additional information received reported the cause of the difficulty connecting to the pump was not determined. Additional information was received on 24-jul-2023 from the patient who reported for years now he has been having issues with his ptm not connecting to their pump. The agent attempted to get event date and the patient said, ¿several years now¿. The ptm would connect to the pump but then the patient will have to reposition the communicator to get it to connect again and it was impacting his therapy. This has been happening for years and the most recent occurrence was a couple of months ago. The patient states that he is not able to bolus at bedtime which is his worst time to be locked out of the pump. The patient service specialist reviewed dri (dose restriction interval) and lockout duration can be adjusted to match the lockout duration if medically appropriate. An email was sent to the repair department for a replacement device. The patient has had issues with connecting to his pump for many months and it is taking 3-5 mins to connect to the pump. No indication of patient harm. On (B)(6) 2023, rtg0468322 (con) document contains no new information regarding the event.